Event description:
A us distributor returned a monitor and reported displaying a service code indicating a potential device malfunction.

Manufacturer narrative:
Device evaluation of the monitor has been completed. The reported problem (service code) was confirmed. There was an intermittent connection between the monitor and belt. The root cause for the intermittent connection could not be positively identified. There were no adverse events associated with the monitor malfunction.

Manufacturer narrative:
The monitor was returned for evaluation. The reported problem displayed a service code, potentially indicating a potential device malfunction. The monitor is under investigation. Reporting out of an abundance of caution.

Event description:
A us distributor returned a monitor and reported displaying a service code indicating a potential device malfunction.